Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery (prca) with heavy calcification and moderate tortuosity. The 4.00x15mm nc trek balloon dilatation catheter (bdc) was soaked in saline and prepped, air aspiration, prior to use outside the patient. The bdc was advanced to the target lesion; however, the balloon ruptured during the first inflation for 3 seconds at 4 atmospheres (atm). There was no adverse patient effect and no clinically significant delay reported. Another same sized nc trek balloon followed by deployment of a xience stent were used to successfully complete the procedure. No additional information was provided.